Manufacturer narrative:
Patient codes: 2687 labeled na device codes: 1494 labeled 2507 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 1494-patient selection (use in tricuspid valve) g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed the definitive cause for the reported single leaflet device attachment (slda) could not be determined. The reported user error is related to the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device. The reported patient effect of foreign body in patient is listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. Due to poor visualization it was suspected that the clip was deployed on the chordae. Based on this information it appears that the event was influenced due to procedural circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), suspected clip deployed on chordae and medical intervention. It was reported that this was a combination mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a degenerative tricuspid regurgitation (tr) with a grade of 4. Three clips were successfully deployed in the mitral valve, reducing mr to 1. It was noted the tricuspid valve had four leaflets and visualization was difficult due to anatomical challenges. The first clip was deployed in the tricuspid valve. Then a second clip delivery system (cds) was advanced to the tricuspid valve for off label use, and the clip was deployed. However, the clip became detached form the anterior leaflet, but remained attached to the septal leaflet (single leaflet device attachment/slda). It was suspected that the clip may have grasped part of the chordae, but this could not be confirmed due to poor visualization. A third clip was deployed to stabilize the slda, and further reduce mr. Three clips were implanted, reducing tr to 3. There was no clinically significant delay in the procedure. No additional information was provided.